Event description:
"Plastic piece broke during surgery."

Manufacturer narrative:
Product has not been returned to the MFR for eval. If product is returned, eval will be completed and final report will be submitted.